Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device functioned nominally during pal analysis when powered by an external supply. This device was returned because of a no-telemetry condition caused by a depleted battery which was confirmed. It was noted that the rpa determined that the device met its expected longevity when calculated at nominal settings. The device functioned nominally during pal analysis when powered by an external supply. No hybrid anomalies were observed. The cause for the reported battery depletion was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.